Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had some complications after their surgery on monday and had to go home with a catheter because they were not able to pee. Patient stated they were going back to their surgeon today. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from a patient. It was reported that the patient was still having swelling and bruising and they had been numb from the other surgery they had so it was hard for them to feel things right now and tell if the therapy was working and they had trouble peeing and went home with a catheter, so they went back to their doctor's office yesterday and saw their nurse they didn't give them any advice on therapy programming and redirected them to us . Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and increased stimulation intensity to a comfortable level in their bicycle seat area. They would maintain stimulation level and would continue to track symptoms. Redirected to healthcare provider (hcp) if issue persists.